Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensed. Leading to inappropriate tachycardia response (atr) episodes. Isometrics was performed and the noise could be reproduced. Technical services were consulted and it was suspected insulation issue, however, the impedance measurement was still in range. Reprogramming efforts were recommended. Currently, the product remains in service, and no adverse patient effects were reported.